Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial and follow-up information received on 18-mar, 21-mar, and 09-apr-09 respectively were processed together. This case is associated to case (B)(4) by reporter. This case involves a patient who is (B)(6) pregnant who commenced therapy with poly-l-lactic acid (sculptra) six months ago. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed nodules. Corrective treatment, if any and patient outcome were not reported.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.